Event description:
It was alleged that the siderail was detached from the device and inoperable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer declined to have repairs performed.

Event description:
It was alleged that the siderail was detached from the device and inoperable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.